Event description:
It was reported that the lead exhibited low hvli. The patient was induced to ventricular fibrillation with dc fibber. Insulation damage was observed. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.